Event description:
Product 1 of 2: MFR. Reference report: 1627487-2019-05543. It was reported that the patient had a car accident and stimulation was not effective thereafter. Diagnostic testing was done and found high impedance on 3 contacts. On (B)(6) 2019 the leads were explanted and replaced. Effective therapy was established post operatively.